Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, an alert for high defibrillation impedance was noted on the right ventricular (rv) lead. Programming changes were made. The rv lead will continue to be monitored. The patient was stable.